Manufacturer narrative:
(B)(4). The reporting facility has indicated that the sample is available for return to date, the sample has not been received and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.

Event description:
(B)(4).